Event description:
Reported 1 false positive sofia 1 sars result for 1 individual patient. It is unknown whether the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing) multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time root cause: cannot determine with retains. Source: email.